Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a laparoscopic gastric bypass the device did not hold needle from the suture unit and fell into patient's abdomen but was retrieved. Another device was opened to complete the case. The difficulty did not result in unintended colostomy, formal laparotomy, or re-operation. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.. There was no device fragment left in patient's cavity.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the device noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. No plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Dimensional, visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.